Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an unspecified cartridge alarm occurred during insulin delivery which prevented the customer from successfully resuming insulin therapy on the pump. As a result, customer¿s blood glucose (bg) value increased to 450 mg/dl and the customer went to the emergency room (ER) on (B)(6) 2023. Customer was treated with insulin injections and was released from the ER 5 hours later with the issue resolved and no permanent damage. During a pump system check it was also found that the customer was using admelog insulin in the cartridge. Tandem technical support informed the customer that admelog insulin is off label per the user guide. Reportedly, customer reverted to manual injections for insulin therapy.